Manufacturer narrative:
G4: 29jan2021. B4: 30jan2021. The device was in clinical use at the time of the event. There was no report of patient or user harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:25jan2021. B4:26jan2021. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. 1. Friday, december 18, 2020 1:10 pm emailed (B)(6). 2. Wednesday, january 13, 2021 2:10 pm emailed (B)(6). 3. Monday, january 25, 2021 2:39 pm emailed (B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06jan2021.

Event description:
The customer called into philips to request the part information for a touchscreen assembly due to not able to calibrate, as well as for the top cover, rear bezel assembly and end cap assembly due to them being cracked. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer received assistance from a philips remote service engineer (rse). The rse provided the customer with the requested part information: touchscreen assembly, rear bezel, top cover, bezel end cap.